Event description:
It was reported that lead had been positioned, then it became dislodged. The physician was not able to deliver it to the target vessel. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: analysis was normal. No anomaly was found that could cause the reported lead dislodgement.